Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set disconnected; further described as "the dark blue connector of the set has unscrewed itself from the lighter blue clamp". This was observed when the patient disconnected themselves from peritoneal dialysis therapy; no leak was observed. The transfer set was in use approximately three (3) months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and noted a female connector separated from the main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent to the insert chip during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.